Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited noise which was reproducible when the patient's medical necklace was moved close to the device. No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that there was recurrence of the noise on 18 nov 2023.